Manufacturer narrative:
Additional information lot# : 177228 or 179049. The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The second of four reports involving a hermetic lumbar catheter, closed tip from the same facility. A hermetic lumbar catheter, closed tip (ins5010) was reported to have frayed at the proximal tip when it was first removed from the package. Additional information has been requested.